Event description:
A customer contacted baxter's technical service center requesting assistance with a check lines and bags alarm with the homechoice (hc) machine during dwell 1. During troubleshooting, the home patient (hp) stated he had been getting check lines and bags alarms all night. The technical service representative (tsr) advised the hp to check the drain line. The hp stated he uses a drain line extension and has never changed it out. The tsr explained the alarm and advised to change the drain line extension. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported event. The nurse stated she was not aware the hp was reusing the drain lines and explained that he was trained to change supplies on a daily basis. The nurse stated the hp was doing well on therapy and would contact the hp immediately to advise him on proper technique. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported use error was confirmed. The root cause was undetermined. A labeling review was performed and found to be acceptable. The lot number was unknown; therefore no batch review was performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.